Manufacturer narrative:
PMA / 510 (k): k060918, k081973, k083495. Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: the density of the insert was analyzed and found to be according to the specifications valid at time of production. There are no indications of any pre-existing material defect. Secondary metal transfer patterns were found on both fragments as a result of contact with metal parts after the primary fracture event. Primary regular metal transfer at the cones from the ceramic ball head can be found not equally distributed at the whole circumference. This might indicate a disturbance between the ceramic shaft and the ball head. On the polished surface an area of stipe wear can be found. This generally indicates an edge-loading situation or recurring subluxations. A disturbance between the ceramic shaft and the ball head and edge-loading situation or subluxation is a possible root cause for the fracture of the ceramic ball head.

Event description:
Country of complaint: (B)(6). Patient noticed a creak in the right hip while normal walking. Afterwards there was spontaneous pain in the hip during mobilization. Patient assures, he had no fall or other pressure on the hip.